Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed and a 20mm watchman flx pro laa closure device was selected to be used. During the procedure, a 24mm closure device was advanced. During deployment, the device canted, and on the tug test, it completely came out from the appendage. The physician removed the 24mm device and attempted to assess depth using a pigtail catheter. A second 24mm closure device was advanced, with the same outcome. The physician then requested a 20mm closure device. During transesophageal echocardiography (tee), it was noted that the closure device was positioned under the wing of the appendage and did not meet the position, anchor, size, and seal (pass) criteria. Despite this, the physician decided to leave the closure device in place. The patient was admitted for observation. The following day, prior to the patient was discharge it was discovered via x-ray imaging that the closure device was no longer in the appendage, it had migrated to the descending aorta. The intracardiac physician snared and removed the closure device from the aorta. The patient was discharged from the hospital on (B)(6) 2025 and is expected to fully recover.